Manufacturer narrative:
The returned device was evaluated. During this testing it was found that some of the led display segments did not illuminate due to defective lcd/pcba board. The main lcd/pcba was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
Customer reported, "device display has segments not working in seven segment display. Missing segments can potentially obstruct values. No error messages or audible alarms were observed. Device was not engaged in patient monitoring." No patient involvement.